Manufacturer narrative:
A medtronic representative clarified that there was no patient present and therefore no patient demographics were applicable.

Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(6) 2016 a medtronic representative, following-up at the site, confirmed screws on trackers were damaged not the clamps themselves. Return requested for suspect clamp/screws. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, a site's suretrak2 medium passive clamp had stripped screws. No further details regarding the damage, how or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.